Event description:
Complainant alleged that the staff was attempting to pace a 73 year old male pt (ma and ppm settings unk), but they were unable to increase the ma and ppm settings on the device. The staff was able to obtain another device to pace the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported failure.